Manufacturer narrative:
An onsite evaluation of the thermogard console (sn: (B)(4)) was performed by a zoll service technician. In follow-up with the site's head nurse, the zoll service technician was informed that a test-run of the emergency generator was performed on (B)(6). Additionally, a representative from the site's electrical department indicated there were other systems that were affected due to the site's test-run. Although a root cause could not be conclusively determined, both zoll service technician and the site's electrical department representative believe the plausible root cause of the issue was the emergency generator test-run. To resolve the issue, the console was recalibrated. Functional testing was performed and the console passed with no error observed. The console passed all tests and performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm console (sn: (B)(4)) displayed a "factory configuration not complete" message during startup. A secondary thermogard xp ivtm console was used to begin and complete patient's temperature management therapy. There was no injury or consequence to the patient.